Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. A visual inspection revealed that the collar, drive feature, and body are noted to be worn, indicating use. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. A singular cause could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Manufacturer narrative:
Patient's age and date of birth not provided/unknown. Patient's sex not provided/unknown. Patient's weight not provided/unknown. Device lot number not provided/unknown. Reporter's last name not provided/unknown.

Event description:
It was reported that the abutment screw (iunihg) loosened in tooth location 3.